Event description:
Report received indicated the pt experienced a blotchy, burning rash with pinpoint dots under the adhesive border. Condition was experienced during a period of 6 days prior to complaint receipt. Pt uses allkare skin protectant and allkare adhesive remover. Pt changes the wafer daily. Pt outcome was not reported.

Manufacturer narrative:
The lot number could not be obtained and a returned sample was not expected. A review of the batch record and a retain eval could not be performed without a valid lot number. A 12 month review of complaint listings for rash/itch under mass/border, (B)(4) found that this was the (B)(4) case reported.